Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d4, d10, g4, g7, h1, h2, h3, h6, and h10. Product was not returned, as the device was used. Visual inspection of the returned packaging identified the presence of foreign material from the ppe booties worn during manufacturing. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. These products were likely non-conforming when they left zimmer biomet control. The root cause of the reported event can be attributed to the operator not following instructions during manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign: (B)(6). Customer has indicated that the debris found in the sterile packaging will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the nurse opened the sterile package during a total knee arthroplasty, she found something like lint within sterile tray. Subsequently, the surgeon decided to implant the product because the lint didn't contact with it. There is no additional information available at this time.